Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received functional testing and a visual inspection. Upon conclusion of the investigation, the cause was determined to be one or more cycles were advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 20:11:22. During night drain cycle five, the patient's ultrafiltration reading was 1131ml, indicating the home patient drained 1131ml more than their maximum programmed fill volume of 1500ml. No further information was available.